Event description:
It was reported to boston scientific via an article published in the archivio italiano di urologia e andrologia journal that a study was conducted to evaluate safety and efficacy of rezum therapy as a minimally invasive modality for management of benign prostatic hyperplasia in patients with prostate volume less than 80cc and those with prostate volume greater than 80cc. Between (B)(6) 2020 and (B)(6) 2023, a total of 98 patients diagnosed with benign prostatic hyperplasia (bph) and managed by rezum were included in this study. Complications within the study included two occurrences of urinary tract infections (uti), which were treated with oral antibiotics, and five instances of hematuria, which resolved on its own. Following the procedure, all patients had catheters of varying sizes inserted. Due to the catheter's temporary post-operative presence, several patients experienced slight discomfort. Patients used post-operative medications, but they stopped using it within three months of the procedure. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Tamer, a.a., ayman, k.k., yasser, b., ibrahim, t., mohamed, a., hesham, a., hany, a.e., hossam, a.s., abdelhamid, a.k., munira, a., mohammad, t.a., ahmed, a.a. (2023). Evaluation of rezum therapy as a minimally invasive modality for management of benign prostatic hyperplasia: a prospective observational study. Archivio italiano di urologia e andrologia, 95(4). Doi: 10.4081/aiua.2023.12026.